Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system cat8 aspiration catheter (cat8). During the procedure, the physician made multiple successful passes using the cat8 with a non-penumbra sheath and an indigo system separator 8 (sep8). The physician then removed the cat8 from the sheath to unclog the cat8 after a decrease in aspiration was noticed. The physician found that the tip of the cat8 was collapsed and flattened. It was reported that the peel-away introducer sheath was not used to advance the cat8 into the sheath, and that the physician was torquing the device aggressively during the procedure due to the high clot burden. The procedure was completed using a new cat8 with its peel-away introducer sheath and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the cat8 was bent. The cat8 distal tip was ovalized from approximately 110.0 cm to 114.0 cm from the hub. Conclusions: evaluation of the returned cat8 revealed an ovalized distal tip. If the supplied peel away sheath is not used when introducing the cat8 into a parent sheath, the distal tip may become ovalized. If this ovalized cat8 is aggressively torqued during the procedure the ovalization may worsen. Further evaluation revealed the cat8 was bent along its length. This was likely incidental to the reported failure and may have been due to packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.